Event description:
On (B)(6) 2012, the reporter contacted animas to report that on an unspecified date, the patient obtained the elevated blood glucose reading of 300 mg/dl, and she experienced the symptom of nausea. The patient had no vomiting or ketones. The patient noted her blood glucose levels were elevated previously due to a recent infection, however, remained elevated after the infection was resolved. Troubleshooting revealed all pump settings, basal setting, and date/time were correct. There was no evidence the pump was not accurately and correctly delivering insulin. It was also revealed the patient was using expired infusion sets, which may have contributed to under-infusion of insulin. The patient did not have any un-expired infusion sets available at the time of the call. The patient was going to be contacting her hcp. The patient's technique was incorrect by using expired infusion sets. There was no evidence the pump was not functioning appropriately. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
(B)(4): review of the black box and download history revealed no activity outside normal use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A rewind, load and prime sequence was successfully performed without alarms. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.